Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 37. After three failed attempts to restart insulin pump, pump error was received again. Customer's blood glucose was 13.3 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37 noted during testing. However, traces of corrosion were noted at the electronic and motor assemblies per visual inspection. The insulin pump was received with cracked case on the back at the battery tube area. The insulin pump was received with missing serial number label, minor scratched lcd window and scratched case.